Manufacturer narrative:
The product was returned and inspected. The returned product evaluation confirmed the sheath was separated near the proximal hub. The hub shaft bond was not where the separation occurred. The proximal shaft looks as if it was sliced or cut. There were also kinks found in the shaft of the sheath. The kinks could have most likely occurred during shaft removal. The account was contacted to confirm whether there was a use of a scalpel during the access procedure with the sheath. No response was received. It was determined that the failure was not manufacturing related, however, associated to operational context or unintended use error.

Manufacturer narrative:
The device has not returned for evaluation. The manufacturing record review was completed. From the information received an internal corrective action was initiated. A follow-up report will be submitted if the complaint device returns for investigation.

Event description:
As reported: physician was attempting to gain access to rfa with the micro-introducer. It is reported, that the patient had a lot of fibrous tissue. During use, the micro-introducer hub broke off and the shaft remained in the patient; the case was aborted, and patient was sent to the or to remove shaft. Additional information received 18jun2020: patient was fine after leaving the operating room. Reported that the patient was stable the whole time, and no residual issues since.